Event description:
It was reported that a patient underwent an unknown spinal fusion from l5-s1. At an unknown time post-op, it was noted that the right s1 screw was broken below the shaft of the screw. Further x-ray showed that the left s1 screw was also broken. The patient underwent a revision surgery to replace both broken screws. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that visual examination of the mas bone screw confirmed bone screw complete fracture at approximately ~1 thread from the base of the bone screw head. Visual and optical inspection of the bone screw surface did identify witness marks consistent with maximum angulation near the fracture surface initiation area which could contribute to crack propagation. Optical examination of the fracture surface noted smearing. Microscopic examination of the fracture surface identified ratchet marks and progressive convex striations, which are indicative of fatigue to mechanical failure of the implant. Dimensional inspection of major and minor diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of radiographic images show extremely poor ap <(>&<)> lateral x-ray views which show l5/s1 area, bilateral pedicle screws and rods are noted. It is possible that the tulip portion (multi axial portion) of the s1 screws are caudal to the threaded shafts suggesting breakage. L5/s1 disc space is collapsed and grade I-ii spondylolisthesis appears to be present.